Event description:
Clinical study same case as MFR #6000093-2005-00061 7 days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred in 2004, the first lesion being treated was a 3.0 mm, 100% thrombosed, non-calcified, non-tortuous, proximal right coronary artery (rca) lesion. The lesion was predilated. After administering an IV 2b3a agent, oral plavix and asa, the physician placed a taxus express2 8.8% 2.5 x 24 mm drug eluting stent. The second lesion being treated was a 2.5 mm, 80% thrombosed, non-calcified, non-tortuous distal rca lesion. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent. On the 3rd day, the pt was discharged on plavix and asa. In 4 days later, the pt presented with a stent thrombosis. The physician placed a vision stent in the proximal rca. The pt's elevated cardiac enzymes met criteria for a non-q wave myocardial infarction. It was reported that the pt had stopped taking their plavix and asa. The pt was discharged in 2 days later on plavix and asa. In the opinion of the physician the thrombosis is not related to the taxus stents.